Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. This occurred during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation, it was discovered that the patient experienced a system error 2240 (air in line/set) alarm prior to receiving the previously reported system error 2367 alarm. As a result, the system error 2367 is no longer reportable as it is considered to be a cascading alarm resulting from the occurrence of the system error 2240 alarm. The cause of the system error 2240 alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.